Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024 during a home visit, a nurse noted difficulty flushing the intestinal tube and a knot was suspected. A gastroscopy was performed which revealed a knot at the final end of intestinal tube. The tubing was remove and replaced. On 02 apr 2024 the tubing was received by abbvie for sample evaluation. On 10 apr 2024 sample evaluation was completed which revealed a bezoar on the j tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. A knotted j tube return sample was received by abbvie for examination. The entire length of the j tubing was returned (cut in two pieces prior receipt.). One piece was attached to the click adaptor. A visual inspection was performed. Each of the returned components appear well worn. A knot was observed around the j-tube bolus and a small bezoar was present within the knot. No other damage, defect or irregularity was observed. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.